Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the detector motorized movement was unavailable. No further information regarding the issue has been provided. No service has been performed by philips since the service quote was not accepted by the customer and the quote was cancelled due to lack of customer approval. No further action was performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that motorized movements were unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.